Event description:
It was reported by hot line call received by clinical support specialist (css), that the perfusionist stated they had a patient (pt.) On intra-aortic balloon pump (iabp) in cath lab, and they were disconnecting to go to operating room. Pt. Was coding, slave cable was disconnected, and he lost fiberoptix sensor (fos) arterial pressure (ap). He stated ap source was still highlighted under fos. He reinserted slave cable and got an ap waveform while the source remained highlighted in fos. When removing slave cable, he lost ap waveform again and it remained highlighted in fos. During time iabp was in use, pt. Was in and out of having a pulse. Ccs asked if pumping stopped when ap waveform was gone; he stated pump did stop pumping. Css also confirmed that perfusionist was sure source remained highlighted on fos when ap waveform displayed (when slave cable was reinstated) and he stated he thought so, but wasn't 100% sure. Css stated pump is designed to highlight ap source, and ap source will change automatically in autopilot. Pump should not remain highlighting fos for ap if it is using another source, such as a slave signal from monitor. While on the phone perfusionist stated that pt. Had since expired. Css asked if it was possible that compressions stopped at the time that they had removed slave cable and/or, if change of source could have come from having low flow state while checking for pulse and then high flow due to compressions. He stated it could be possible. Css also mentioned that ap has auto gain for size of ap waveform and maybe that also contributed to confusing situation during compression and checking for pulse.

Manufacturer narrative:
Product will not be returned for eval.